Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses using a gore® dryseal sheath with hydrophilic coating. It was reported the left external iliac artery was highly angulated. During the procedure, when the physician was advancing a sheath (dsl1428j/15266056) for post-ballooning, he felt resistance passing the sheath into the angulated left external iliac artery. The physician pushed the sheath, however, the sheath could not pass the left external iliac artery. Then an angiography showed that the left external iliac artery was dissected. An additional stent graft was implanted within the left external iliac artery to cover the dissected vessel wall. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).